Event description:
It was reported by the patient that this artificial urinary sphincter (aus) is not working. He visited his doctors two days in a row in order to activate the device. However, they were unable to get the aus to work. As a result of the pressure from trying to activate the device, the patient is feeling pain in his testicles. The patient will be undergoing an abdominal ultrasound, a cystoscopy and laboratory tests, and once the results are ready, a revision surgery will be scheduled. No further information was provided.

Event description:
It was reported by the patient that this artificial urinary sphincter (aus) is not working. He visited his doctors two days in a row in order to activate the device. However, they were unable to get the aus to work. As a result of the pressure from trying to activate the device, the patient is feeling pain in his testicles. The patient will be undergoing an abdominal ultrasound, a cystoscopy and laboratory tests, and once the results are ready, a revision surgery will be scheduled. No further information was provided.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported by the patient that this artificial urinary sphincter (aus) is not working. He visited his doctors two days in a row in order to activate the device. However, they were unable to get the aus to work. As a result of the pressure from trying to activate the device, the patient experienced pain in his testicles. The patient underwent an abdominal ultrasound, a cystoscopy and laboratory tests, and then a surgical procedure was performed to remove and replace all the components. No additional patient complications were reported.